Event description:
The line was placed in early 2008 and during the night of three days later, the ward nursing staff noted a rupture/fracture occurred at the hub. The complete remaining section of the line was removed by the nursing staff. Initially the catheter section was retained, but was subsequently destroyed by the hospital due to infection control risk. Information was provided that the patient had not pulled on the catheter and no problems were noted, prior to the fracture. A new line was placed on the next day.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation of this reported event. Therefore, we are unable to determine why the catheter may have ruptured or fractured. We can advise that our quality control personnel inspect this device 100% for bends, kinks and hub security, prior to shipping. We have notified the appropriate personnel and will continue to monitor this product.